Event description:
(B)((4): (B)(6) it was reported that the patient had a hip dislocation. The stem, dual mobility liner & head were revised. Reclaim & pinnacle constrained liner were implanted. No surgical delay.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): serf (B)(4) it was reported that the patient had a hip dislocation. The stem, dual mobility liner & head were revised. Reclaim & pinnacle constrained liner were implanted. No surgical delay.

Manufacturer narrative:
Correction of product long description in section d1. Correction of product code in section d2b. Correction of product common device name in section d2a. Reported event : an event regarding dislocation (leading to revision) involving a bi mentum rk pe liner 28 49 was reported. Conclusions: the reported device is an serf product. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Serf devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed.